Manufacturer narrative:
The eval results of apparent trend for suspected catheter lots has been completed and the results are as follows: 1.) The complaint rate was consistent with complaint rates from other mfg lots. 2.) The product profile was bimodal, but both arms of the modality were within the product specification. 3.) Material identification and function were consistent with 510k and co specifications. 4.) Sheared catheters returned were reviewed and found to have the "pinch-off" indication. The complete file of this apparent trend was reviewed by a food and drug administration (FDA) investigator during an atlanta district office audit conducted from 8/24/1998 through 9/15/1998. Based on the info available and the results of the manufacturer's (MFR.) Analysis of the device and investigation of this event, the report of "multiple tears/cracking in the device catheter" has been confirmed; however, the cause of the tears/cracking in the device catheter could not be determined by the MFR.'s analysis/investigation of this event. Therefore, no conclusion can be drawn as to the cause of this event. The MFR.'s investigation of this incident is inconclusive. No further details are available. The MFR. Is now closing the file on this event. Submitted to the FDA 2/11/1999.

Event description:
On 10/05/97, the manufacturer's (MFR) sales representative faxed the MFR's product complanint coordinator a report which states the following: at the end of 9-1997 (specific date not given) the facility nurse informed the MFR's sales representative that the patient had the device implanted for two (2) years; however, the patient began having difficulty. A chest x-ray revealed multiple tears in the device catheter and as a result, the device was explanted on 09/11/1997. No further details were provided at this time.